Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The breach was further described as non compliance to sterilization technique. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (doses, frequencies and routes of administration was not reported) for peritonitis. Four weeks after the onset of peritonitis, the patient was transferred to hemodialysis and antibiotic treatment was discontinued. At the time of this report, the patient had not yet recovered from peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.